Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient did not perceive sound with device use post implantation. A CT scan revealed the electrode array was extracochlear. Subsequently on (B)(6) 2015, the device was explanted and the patient was reimplanted with a new device during the same procedure.

Manufacturer narrative:
This report is filed may 9, 2016.